Manufacturer narrative:
Initial reporter facility: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement it was difficult to inject water in the foley catheter. Only 10 ml water could be injected.

Event description:
It was reported that before placement it was difficult to inject water in the foley catheter. Only 10 ml water could be injected.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.